Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed that the device was received in two sections as a result of a break in the hypotube. The break was located at 26.6cm distal to the strain relief. Both sections of the hypotube were kinked at various locations along their lengths. It is noted that the break and the kinks that were present are consistent with excessive force having been applied to the shaft, possibly during the physician's failed attempts to cross the lesion. An examination of the balloon found that the balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, a balloon catheter was unable to cross a lesion. Vascular access was obtained via the radial artery. The eccentric, de novo target lesion was located in a mildly tortuous, left anterior descending artery with a significant lesion bend of between 45 and 90 degrees. A non-bsc guide wire was introduced and advanced to the target lesion. The 2.0 x 15mm apex monorail balloon catheter was introduced and, although several attempts were made, was unable to cross the target lesion. A 2.0 x 8mm apex monorail balloon catheter was introduced and was able to cross the lesion successfully. The procedure was completed with no patient complications reported. Device analysis revealed a shaft break.